Manufacturer narrative:
All info provided by MFR, no medwatch form was received. The historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field report event of noise, oversensing, high impedance and no capture were not confirmed in the laboratory. A thorough eval of the lead was performed including visual inspection, electrical measurements and physical manipulation of the lead. No anomalies were found during analysis.

Event description:
It was reported that during an attempted implant of right ventricular lead, the lead demonstrated high impedance, noise, oversensing and no capture. The lead was not implanted and returned for eval.